Event description:
It was reported that during a benign hysterectomy da vinci procedure, the permanent cautery spatula broke off into several pieces inside the patient. Staff was able to remove visible fragments; however, a silver of it is still missing. No patient injuries were reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain more information regarding this case. According to the information reported by clinical investigator, the instrument was in used for approximately 7-8 minutes. The surgeon was performing lysis of adhesions when he noted a fracture line in the joint piece of the permanent cautery hook instrument, he removed the instrument from the patient. Once the instrument was outside the patient, the piece came apart. They attempted to fit the pieces together and all seem to be there. However, they noted a possible silver line indicating possible missing material in the fracture line. An intra-operative x-ray was performed to verify that no pieces were left inside the patient. The patient did not suffer any surgery complications and was discharged from the hospital on (B)(6) 2015.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the product is returned and evaluated and/ or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions, the permanent cautery hook instrument broke and fragments fell inside the patient. The fragments were retrieved laparoscopically during the same surgical procedure. No patient injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. During failure analysis investigations the permanent cautery spatula instrument was found to have a broken ceramic sleeve located near the part that holds the spatula. The broken pieces were not returned with the instrument. Failure analysis concluded that the instrument damage was likely due to mishandling/misuse. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: during a da vinci surgical procedure, the permanent cautery spatula instrument broke into several pieces, fragments fell inside the patient, and it is unknown if all the pieces were retrieved. According to the initial reporter, a sliver sized fragment was found to be missing and it is unknown if the fragment was retained inside the patient.